Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) patient results, above the acute myocardial infarction (ami) threshold, were generated on an access 2 immunoassay system for one patient. The initial, erroneous accutni results were not reported out of the laboratory hence there was no report of death, serious injury or modification to patient treatment associated with this event. Upon subsequent repeat testing of the initial sample on the same instrument the accutni results were erratic and both within the risk stratification range as well as above the acute myocardial infarction (ami) threshold. Retesting of the sample on an alternative instrument generated lower results, still within the risk stratification range, which were not questioned as erroneous by the customer. Troponin quality control (qc) results recovered within established ranges prior to the event. No event log messages were generated during the timeframe of this event. Patient specific information, sample collection/handling information and additional instrument/assay performance data was not provided by the customer. The reagent and calibrator lots associated with this event were 122054 and 116461 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the home sensor, belt, stator, rotor and cap. The instrument was primed and a system check was performed with acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive cause of this event is unknown and could not be determined based on the supplied information.